Manufacturer narrative:
No product samples were returned for investigation; however, a series of photographs and a video were provided that show and confirm leakage between the male luer connection of the microclave and the female luer connection of a y-port of a list number: 011-mc330253 extension set assembly. Without return of the affected sample a probable cause of the leakage cannot be determined. The device history record (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 22 cm (8.5") appx 0.45 ml, smallbore pressure infusion (400psig) ext set w/2 microclave¿ clear, y-connector, clamp, rotating luer. The customer reported that the device leaked during an administration of etoposide. The mating device involved in this event was an unpsecified bd syringe. There was a drop of chemotherapy on the side of the chair and a female nurse was exposed because she touched it with her bare hands. The patient was seated on the chair. The nurse was immediately sent to the occupational health clinic for review. The chemo spill was cleaned with a paper towel and an alcohol wipe." A spill kit was not used. There was not any hole, cut, tears or defect noted on the product. The device was changed out/replaced with no further problems encountered. It was reported that there was no physical injury to the nurse and no patient harm as a result of the reported event.